Manufacturer narrative:
The MFR (MFR.) Has attempted to obtain additional info and/or return of the device to the MFR. For analysis; however, the MFR. Has been unsuccessful. Since the device was not returned to the MFR. For analysis, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The device met all mfg specifications prior to release to the clinical setting. Based on the info available and due to the unavailability of the device, the report that "the catheter sheared" could not be confirmed; therefore, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA on 11/9/1998.

Event description:
On 01/07/98, the MFR sales representative was contacted by the facilities risk manager of a report that stated the following: the pt was sent to the hosp radiology department from her physician's office. The radiologist removed the catheter fragment form the pt's heart. At this time the device has not been returned to the MFR for analysis. No further details are available at this time.